Event description:
Related manufacturer reference number: 2017865-2021-35834. It was reported that the patient's right ventricular lead exhibited oversensing of noise leading to inappropriate shock. During the lead revision procedure, it was noted that the implantable cardioverter defibrillator exhibited backup vvi. The lead was capped and replaced and the device was explanted and replaced in the same procedure on (B)(6) 2021. The patient was stable.